Event description:
Customer called to report a blood leak in a CT 190g dialyzer. The number of reuses for this dialyzer is 11. Per discussion with contact at the facility the following information was received: when the incident occurred, the patient was disconnected immediately and restarted therapy with a new dialyzer and new bloodlines. The extracorporeal blood was not returned to the patient and therefore the estimated blood loss is 200cc. The facility uses the renatron with renalin for reuse. The facility pre-processes the dialyzers. The staff has been observed and it has been determined the dialyzer has been placed correctly on the instrument and they are performing the tasks per the facility's standard operating procedures. The facility uses city water. The calibrations are okay and the maintenance was performed on schedule for the ro loop. There has been no change to the temperature. The psi was less than 10. The blood leak occurred right at the beginning of the treatment so no tmp value was available.